Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported noise and oversensing were observed on a ventricular lead. Increase in capture threshold was noted. The physician suspects clavicular crush.